Event description:
During test preparation, reagent component was omitted. Test processed as normal, and instrument did not flag unacceptable test preparation. A negative result was reported since all quality metrics were met. By chance, this sample was repeated for biannual instrument comparison and a positive result was obtained. A second tech repeated the test on a fresh sample and verified the positive result. Vendor notified of failure of test system to notify of improper sample preparation. Provider notified of error within 24 hours and the error did not alter the patient's treatment course.